Manufacturer narrative:
(B)(4).

Event description:
It was reported that at post op it was discovered that the right atrial lead had dislodged. The lead was successfully explanted and replaced, the patient was in stable condition post surgery.